Event description:
Information was received indicating that a smiths medical tubing was disconnected from the luer lock. The patient went to the hospital to get the situation resolved. There was no reported adverse events.